Event description:
Equipment was used as a part of a routine procedure to prevent complications of scoliosis surgery with instrumentation. At the end of the procedure, which was done in two stages, anterior approach from 9:00 am to 12:15 pm and posterior approach from 1:30 pm to 5:45 pm, the pt had localized 3-5 mm burns on the skin where the stimulating electrodes for the tibial nerve were placed. The larger lesion was over the cathode placement and was larger on the right foot than on the left foot. Antibiotic and dressing was applied.